Event description:
On (B)(6) 2012, placement of the right anterior chest wall tunnel dialysis catheter was performed using ultrasonic guidance. The patency of the internal jugular vein was confirmed with ultrasound. When performing the internal jugular access, the micropuncture sheath snapped off inside the patient. The physician was able to remove the sheared off piece with no harm to the patient. The catheter appears to be broken approximately 1/2 inch past the hub. As the physician is well experienced in performing this procedure, he did not experience difficulty in performing this one. It was noted that the patient is morbidly obese and has a very thick neck. It was reported on (B)(6) 2012 that the representative knew of the event on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Event is still under investigation.